Event description:
Customer reported being hospitalized for high blood glucose levels. Customer suspected a leak in the tubing prior to hospitalization. During troubleshooting, the lead scres clearly under-rotated while performing the lead screw test.